Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient experienced a gradual change in therapy/symptoms. The patient reported that she has not been getting therapy from her ins and it has gradually gotten worse since (B)(6) 2016. She stated that she tried increasing stimulation but that has not helped. It was further noted that the patient started having falls but did not remember which month it all started. She thought it was april but was not sure and has had several falls. The patient was advised to consult with their healthcare professional regarding the issue and possibly switch program.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.